Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-feb-2019 with the following findings: during investigation, the keypad was peeling from the base. There was no other damage to the keypad. The ok button was over responsive to user presses. The contrast, down and up keys were responsive. The keypad was removed and there was contamination found under all the key contacts. The ok button had a contact defect (contact was found to be inverted). The battery compartment was found to be cracked. There was a cover crack. The bolus button was damaged but responsive. The battery compartment had a leak. The bolus button leaked. There was internal moisture damage inside and on the back side of the battery compartment, on the transceiver board and display board. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the bolus button, a battery compartment leak and moisture ingress. This report is made based on results of investigation completed on 25-feb-2019.